Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm weak battery and low battery . Customer's blood glucose was unknown mg/dl. The customer was advised the pump will function but the battery life will be shorter than expected. The customer used 7/11 super alkaline battery. The customer advised to use recommended energizer alkaline battery. The customer was advised to insert new battery. The customer was advised to monitor insulin pump.